Manufacturer narrative:
The customer¿s allegation of discrepant results, could not be reproduced in the investigation. The assay is performing within its clinically-validated claims. Potential causes of the observed discrepant results include, but are not limited to the following: ¿ contamination or non-specific amplification: cross-contamination during sample prep could introduce the target into a negative sample. In some cases, sample interferences/contaminants could cause amplification of something other than the target. ¿ sample mix-up. ¿ differences in technology.

Manufacturer narrative:
An investigation is in progress which did not identify any instrument related issue. As the investigation is still ongoing, a supplemental report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged discrepant results with four patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged four samples initially generated a positive result for all three targets (sars-cov-2, influenza a and b). The same samples were retested on the same cobas liat analyzer which yielded a negative result for all targets. The negative results were reported out. No harm was alleged. An investigation is ongoing to evaluate the customer issue. Per FDA¿s eua guidance, 4 MDR will be filed.